Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If the meter or strips are returned, lifescan will evaluate it/them and, if the meter or strips do not pass inspection, lifescan will info FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan alleging that her one touch ultra meter was reading inaccurately high. In 2007, during the "early part of the morning," the pt obtained a result around "500 to 600" mg/dl. Based on the meter result, the pt took 20 units of sliding-scale insulin (unknown type). Around 1:00 pm the same day, the patient tested her blood glucose again and got a "hi" message. According to the owner's manual, a result of "hi" may signify a blood glucose level of over 600 mg/dl. After getting the "hi" result, the patient took 10 more units of insulin (unknown type). It is not known if the additional 10 units of insulin was based on a prescribed sliding-scale regimen or if she decided to take the insulin on her own. At an unknown time later, the pt started vomiting, feeling very sleepy, dizzy, light-headed, and did not have enough balance to get up. Around 3:00-4:00 pm the same day, the pt retested her blood glucose again and got another "hi" message. At that moment, the patient decided to call the paramedics. When the paramedics arrived, they tested the pt's blood glucose using an unidentified device and got "70 mg/dl." The paramedics had trouble getting an IV started. The patient was taking to an emergency room (ER) where she rec'd "sugar" for treatment. It is unknown what blood glucose result(s) the patient rec'd in the ER. During the troubleshooting process, the customer care advocate (cca) discovered that the pt was using expired test strips. The patient was using expired test strips. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. I t would have been helpful to know the following info: the patient's testing frequency, how long she had been using the expired test strips, if she was hospitalized, and if the symptoms got worse after taking the extra 10 units of insulin. In addition, it would have been helpful to know the pt's medication regimen and if she consumed any glucose before the paramedics arrived. Although the pt was using expired test strips, this complaint is being reported due to the following conclusion: the pt claims she took sliding-scale insulin based on an elevated meter results and developed symptoms that she perceived as being high. The pat received medical treatment for hypoglycemia.